Event description:
A malfunction alarm related to a malfunctioning battery charging issue was reported. The silver usb port was visibly damaged, leading to an unstable charging connection that required the cable to be held in place. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy